Event description:
The patient reported being hospitalized on (B)(6) 2010 due to elevated blood glucose ranging from 14.5-31 mmol/l (261-540 mg/dl). Treatment received while at the hospital was not provided. On (B)(6) 2010, his blood glucose measured 6.7-11 mmol/l (13-198 mg/dl). No further information is available. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.